Event description:
It was reported that a patient underwent a surgical procedure with posterior instrumention at l4-s1. X-rays reportedly revealed that the right-sided s1 setscrew "completely backed out and was floating". It was also noted that the left sided s1 screw "was loose". Approximately 3 months post-op, patient underwent revision surgery to replace the implants. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the patient; therefore, product evaluation is not possible. Unable to determine the cause of the event.